Event description:
It was reported during surgery, the quattro anchor fractured where the sutures enter the anchor. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: part cm-99129b jk 2.9 dbl wt/bk bl/wt sl bb, lot 21030831. The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the anchor is fractured off with the remaining part of the anchor left on the inserter. It looks as though the inserter prongs are bent. Further examination could not be completed as device was not returned. Medical records were not provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.